Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including device testing and stressing with known good test circuit and o2 supply without duplicating the report. Device passed airway pressure calibration, calibration check airway pressure, compressor calibration, o2 flow calibration and o2 kickstart. An internal inspection of all hoses and connections found no discrepancies. The smart pneumatic module (spm) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "airway pressure sensing failure - 1052" and "off set self check failure - 1174" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.